Manufacturer narrative:
Event date estimated as admission details were not provided. This complaint will address admission 1 out of 15. The event is being reported conservatively. Related manufacturer report #'s: 2916596-2020-03962, 2916596-2020-03963, 2916596-2020-03964, 2916596-2020-03969, 2916596-2020-03970, 2916596-2020-03971, 2916596-2020-03972, 2916596-2020-03973, 2916596-2020-03975, 2916596-2020-03976, 2916596-2020-03977, 2916596-2020-03978, 2916596-2020-03979, 2916596-2020-03980. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had over 15 admissions where chronic driveline and pump pocket infection was addressed. It was also noted that most of these admissions were for volume overload and dialysis related needs.

Manufacturer narrative:
Section h6 (patient code): correction. Manufacturer's investigation conclusion: a specific cause for the patient¿s chronic driveline and pump pocket infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of dialysis-related needs and volume overload could not conclusively be established through this evaluation. Multiple attempts were made to obtain additional information from the account regarding the reported events; however, no additional information was provided. The patient ultimately expired on 11jul2020 (refer to MFR #(B)(4)). Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists driveline infection, pump pocket or pseudo pocket infection, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, the heartmate 3 lvas IFU and patient handbook both provide information regarding how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.